Manufacturer narrative:
No battery out limit alarm or failed battery alarms were noted. All operating currents were within specification. The insulin pump passed the displacement test and self test. No unexpected low battery or off no power alarm was noted. All buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the up button is stuck, and the bolus amount just kept rising without any control. The customer states they were trying to clear battery out limit alarm, but the button was unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.